Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedances, measuring greater than 2000 ohms. Subsequently, a revision procedure occurred. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.